Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant viper (f4.35cfs) / x-tab cfs to fix t1/t2/t3-t7/t8/t9 for t4-t6 burst fracture was performed on (B)(6) 2016. During surgery, two complaint needles were crushed and deformed at the tips, so the surgeon needed to change the needle several times in order to insert screws safely. Then, when he was using the viper vbd reduction device to right t7, he did not feel the complaint set screw was fitting in the screw head. Then, he tried to remove it but this attempt was failed. He held the screw shaft using a rod clamp and managed to remove it by hammering. A burr was found on the removed set screw, and the screw head possibly got deformed, and then it was unable to implant new set screw. Therefore the surgery was finished without implanting set screw to right t7. There was 5 minutes surgical delay. No adverse consequences were reported.